Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted for brucellosis. On (B)(6), 2026, a day shift nurse administered an intravenous infusion to the patient. Upon opening the intravenous catheter to vent it, fluid was observed leaking from the side of the needle. The nurse immediately replaced the catheter with a new one. After verifying that the new catheter was in good condition, the nurse proceeded to insert it for treatment. This incident did not cause harm to the patient but resulted in increased costs for the department. It was reported as a medical device adverse event, and there were no instances of combined use of medical devices.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.